Event description:
Allegedly, eprd reported 18 new complications for advance® primary femoral revision (1 malalignment, 9 other and 8 unknown). No further information was reported. This incident is capturing 8 unknown.